Manufacturer narrative:
An eval is underway. A supplement report will be completed and filed when complete. The event is currently under eval. The results and conclusions will be reported in a supplement report.

Event description:
An osteotomy was performed by the surgeon for a proximal interphalangeal joint arthroplasty. After inserting the implant into the medullary canal, it was determined that the device was not a good fit and the next size implant would be used. After successful broaching the canal, the appropriate sized oblique osteotomy guide was placed in the canal. While impacting this guide into the canal, the distal portion of the patient's proximal phalanx fractured. It was repaired with fiber wire suture.